Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had been in a motor vehicle accident on (B)(6) 2016 and they said they had broken their neck. The patient explained that they think they jarred their implantable neurostimulator (ins) because their ins had gone "completely beserk". The patient said that ever since the accident their ins hadn't been working right, and they had very intense pain in their back. Follow-up for additional information has been initiated; any further information received will be added upon receipt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.